Event description:
It was reported that on (B)(6), 2010 the pt had an operation of a fractured left calcaneus. It was reported that the pt presented with an infection and on (B)(6), 2010 the hardware was removed and the hydroset was cultured.

Manufacturer narrative:
Investigation in progress but not yet complete.